Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode d. An unused pulse wire migrated within the ECG electrode and cut into the lead2- (orange) wires.a root cause investigation determined that the cause of the unused wire migration in the ECG "d" cable was the lack of a method to secure the unused wire ends.   No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing gong alarms.